Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27422. It was reported that the patient presented for a follow-up in clinic. It was noted that both the right atrial (ra) and right ventricular (rv) leads were sensing noise. The patient was asymptomatic. The ra and rv leads were reprogrammed. The patient was stable throughout.